Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the site. Attempts were made to obtain additional information, however, these attempts were unsuccessful. Our investigation was limited and a definitive cause could not be concluded. Per the catheter's instructions for use, the device should be inspected prior to use and should not be used if any irregularity is noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that upon removal of the catheter, the catheter's distal section and marker were left within the treating vessel. This distal portion was successfully retrieved with the use of a microsnare. The patient was not injured.